Manufacturer narrative:
The device was not returned for evaluation; therefore, no root cause could be determined for the event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the led cover was identified to be missing. No adverse consequences or procedural delays were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the led cover was identified to be missing. No adverse consequences or procedural delays were reported with this event.